Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient lost consciousness while visiting someone in the hospital. The patient¿s friend in the hospital called for the nurse and the patient was taken to the ER. The patient¿s cgm was reading 89 mg/dl and the bg meter was reading 20 mg/dl. The patient was treated with IV dextrose. The patient recovered after treatment and was discharged home later the same day. The patient was in good condition at the time of the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.